Manufacturer narrative:
Internal insulation abrasions under the rv shock coil were noted between 1cm and 5cm from the distal tip. One rv conductor etfe coating was abraded at 4.5-5cm and the inner coil lumen was abraded at 1-1.7cm from the distal tip. This damage could contribute to the reported low impedance issue. Internal insulation abrasions were noted under the svc shock coil between 11.7cm and 12.8cm from the distal end of the mid-section and at 19.3cm and 31.7cm m from the distal end of the mid-section. An external insulation abrasion was noted at 36.2-36.5cm from the distal end of the mid-section, consistent with friction to the ICD can. The etfe coating was intact at these locations.

Event description:
Insulation anomaly and externalized conductors were observed. Low lead impedance and sensing anomaly were also noted. The lead was explatned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.